Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the proximal right coronary artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 28 mm xience xpedition stent delivery system (sds) was advanced, but failed to cross due to the anatomy. During removal of the sds resistance was again noted with the anatomy. A new 3.0 x 28 mm xience xpedition sds was used successfully. The procedure was successfully completed and the patient's final outcome was satisfactory. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.